Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an insulin delivery interruption during a tubing fill when no insulin passed through the luer connector, followed by observed insulin leakage in the cartridge chamber; after replacing the luer connector and reconnecting to the same cartridge and infusion set, insulin delivery resumed, and the user elected not to replace the cartridge. Symptoms included transient hyperglycemia consistent with elevated blood glucose after a meal, without reported adverse clinical effects. Outcomes included restoration of insulin delivery following supply changes and no need for medical intervention. Investigation included technical troubleshooting and user education. Investigation of this case revealed a resolved delivery obstruction associated with the luer connection that cleared after replacement, with no persistent device malfunction identified. It was concluded that the event was attributable to a supply connection issue that was addressed by replacing the luer connector, with no further action required.